Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen from an implanted pump. The indication for use was intractable spasticity. On 2016-july-29 it was reported that in (B)(6) 2016 the wing of the anchor was superficial. It was noted that the patient had a history of infection and the hcp did not want to risk the incision opening up; the anchor was revised. It was noted that the "spinal block" was opened and the anchor was put under the fascia and the incision was closed. The hcp was "happy" with the resolution and no therapy issues were reported. The issue was resolved and the patient was alive with no injury at the time of the report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The cause of the issue was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.